Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing, the subject device was taking multiple pictures on its own without the user input. There was no report of patient involvement.

Event description:
It was reported that during reprocessing, the subject device was taking multiple pictures on its own without the user input. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failed leak test. Based on the results of the investigation, and since the reported problem was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. It is likely the failed leak test occurred due to a puncture found on the cable. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.